Event description:
It was reported that this lead was an attempted implant. The lead was attempted to be placed in the left bundle branch (lbb) but high out of range measurements above 3000 ohms were obtained. The lead was replaced. No adverse patient effects were reported. This product has returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than fluid in the helix housing. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead was an attempted implant. The lead was attempted to be placed in the left bundle branch (lbb) but high out of range measurements above 3000 ohms were obtained. The lead was replaced. No adverse patient effects were reported. This product has returned for analysis.